Manufacturer narrative:
No response was received again from the customer for the second proposal. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
At a later time, a second service proposal has been sent to the customer for approval of service. Device evaluation and repair are pending.

Manufacturer narrative:
H10: onsite service had been cancelled due to no response from the customer to the service proposal. No service provided as the proposal expired due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the screen was defective. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer called in to report the screen was defective. A technician provided service to replace the touch panel, but the issue was determined to be related to the navigation button. A proposal was sent to the customer for replacement of the front cover and navigation button.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #:(B)(6).